Event description:
On (B)(6) 2020, a patient received a pvs23 in aortic position. During the same procedure, a bypass on diagonal and vat was also performed, reportedly before the perceval implant. The immediate postoperative hemodynamic values and visual checks were satisfactory. After a few days, the patient became symptomatic and high gradients were noted (40mmhg) along with leak. The echo images show a d-shape of the stent which was also confirmed by CT scan and coronary angiography. A percutaneous balloon was performed to expand the perceval valve, after which the mean gradient was 32mmhg and the patient became asymptomatic. In the echo performed, the perceval valve does not seem to have restored its circular shape.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the device remains implanted, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion regarding the reported event. However, based on the document review performed, no manufacturing deficits were identified. The manufacturer attempted to follow up further on this event, but no additional information been received to date (the follow up was also challenged by the covid-19 outbreak). The manufacturer will monitor this event and should additional information be provided, a follow-up report will be submitted as applicable.